Event description:
The customer called and reported the insulin pump alarmed with a motor error. There were also motor error s in the alarm history. Customer's blood glucose was reportedly normal. The customer will not be returning the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.